Manufacturer narrative:
(B)(4). Date sent: 9/6/2024. D4: batch #725c25. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 725c25, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024 additional information was requested, and the following was obtained: procedure open rectum the stapler did not fire correctly - one side was closed and the other side was open. Staples could not be found in situ. The patient was resected - that was successful. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent 7/24/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "the patient was resected"? How was the procedure completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open rectum procedure the truck did not fire correctly - one side was closed and the other side was open. Parentheses could not be found in the site. The patient was resected - that was successful. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. Additional information was requested, and the following was obtained: please provide more details for "the patient was resected"? They took a second contour and placed it again. How was the procedure completed? As the suture had opened, they took a second contour and placed it again. Fortunately, the anastomosis was not so deep, thus it was possible and procedure completed successfully.